Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the tissue, the clips closed and could not be opened. The device was removed by force. It is unknown how the procedure was completed. There were no reported adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected two clips. In addition; the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and in an attempt to fire the device the lockout resulted broken. When this happens the jaws remains closed, to open the jaws the trigger needs to be pulled to home position. The batch history records were reviewed with no anomalies noted during the manufacturing process.